Event description:
It was reported that the ventilator failed the pressure accuracy test. No patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 05jul2019, date of report : 12jul2019. The data acquisition printed circuit board was tested, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.